Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/27/2016 with the following findings: the blackbox shows cs054/cs052/cs012 follow by por on (B)(6) 2016. The pump was returned with moisture behind the display lens. The battery compartment and returned battery cap have no damage. Returned battery cap is able to fully secure to the pump with no yellow o ring showing. Pump boots to verify screen with audible and vibratory features. A 24hr duration test was successfully completed with no por events duplicated. Leak test fails with; display lens leak. Removed pump cover; internal moisture confirmed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).